Manufacturer narrative:
Upon revision the date of event was changed from (B)(6) 2015.

Event description:
The customer reported two patients with false negative results for blood on the ichem velocity. Two patient samples reported negative for blood and ascorbic acid on the velocity chemistry analyzer but the iq200 showed the presence of red blood cells (rbc's). The customer also confirmed patient samples on the manual scope and both patient samples contained rbc's. The customer stated there were no erroneous results reported out of the lab.

Manufacturer narrative:
Iris field service engineer evaluated the customer instrument on previous service visits with no resolution. A replacement instrument has been issued to the customer and installed at the customer site. (B)(4).